Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that the heartstart xl has physical damage/breakage. There was no reported patient involvement.